Event description:
The tip of the instrument broke and was lodged in the bone. The surgeon assessed the situation and chose to leave the tip behind.

Manufacturer narrative:
Surgeon decided intervention was not required to prevent permanent impairment. Therefore, the reportable type is "other: malfunction previously reported." Multiple probes were used during the procedure. It is unclear which device is the one in question. The following probes were used during the procedure. Product information: brand name: baxano io-flex contra probe: model/catalog #: io-cp45, lot #: 101469, expiration date: 04/2015, device manufacture date: 04/12/2013. Brand name: baxano io-flex contra probe: model/catalog #: io-cp45, lot #: 100630, expiration date: 05/2014, device manufacture date: 04/30/2012. Brand name: baxano io-flex ipsi probe: model/catalog #: io-ip, lot #: 101703, expiration date: 07/2015, device manufacture date: 06/25/2013. Brand name: baxano io-flex ipsi probe: model/catalog #: io-ip, lot #: 101223, expiration date: 12/2013, device manufacture date: 12/17/2012. Device not returned to manufacturer.